Event description:
It was reported that the right atrial (ra) lead oversensed the respiratory rate trend (rrt) signal, which resulted in inappropriate atrial tachy response (atr) episodes. Technical services (ts) recommended programming off the rrt sensor. The ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).